Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products competitor implantable tachy lead 2006-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator (eri) in under two years and did not meet expected longevity. It was noted that the atrial thresholds were high, which required maximum outputs since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.